Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose (bg) level. The customer was assisted by technical support to reset the pump, but the same malfunction code recurred after resetting. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.